Event description:
It was reported that as lvp 20d 2ss cv medication flowed from secondary tubing into primary tubing. The following information was provided by the initial reporter: material no: 2420-0007. Batch(lot) no: 20046586. It was reported that medication flowed from the secondary tubing into the primary tubing. Additional information (customer response) 04-aug-2020: did the event only occur on (B)(6) 2020 or did it occur on 4 separate days (as reported in the product complaint form)? The event occurred on july 24th. The product was in use for 4 days as is indicated in the product complaint form. Was there a delay of, or change in, the course of treatment due to the event? Please explain: delay, new drug needed to be made. Exposure to blood/bodily fluid/IV solution? If yes, please explain. No. What was the primary medication/fluid that was in use at the time of the event? D5w. What was the secondary medication/fluid that was infusing at the time of the event? Amphotericin b. Was the proper head-height set-up used for the primary and secondary infusions? Yes.7. Are you able to provide patient demographics (ex. Dob, h&w, age, gender, other relevant medical information)? No patient information will be provided as per our institutional privacy guidelines. Medication was hung on the secondary IV set and noted found to flow into the primary tubing.

Manufacturer narrative:
A complaint of back flow with secondary tubing was received from the customer. No product or photo was returned by the customer. The customer complaint of back flow could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 20046586 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 22apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv medication flowed from secondary tubing into primary tubing. The following information was provided by the initial reporter: material no: 2420-0007 batch(lot) no: 20046586 it was reported that medication flowed from the secondary tubing into the primary tubing. Additional information (customer response) (B)(6) 2020: did the event only occur on (B)(6) 2020 or did it occur on (B)(6) 2020 separate days (as reported in the product complaint form)? The event occurred on (B)(6) 2020. The product was in use for 4 days as is indicated in the product complaint form. Was there a delay of, or change in, the course of treatment due to the event? Please explain: delay, new drug needed to be made. Exposure to blood/bodily fluid/IV solution? If yes, please explain. No what was the primary medication/fluid that was in use at the time of the event? D5w what was the secondary medication/fluid that was infusing at the time of the event? Amphotericin b was the proper head-height set-up used for the primary and secondary infusions? Yes are you able to provide patient demographics (ex. Dob, h&w, age, gender, other relevant medical information)? No patient information will be provided as per our institutional privacy guidelines. Medication was hung on the secondary IV set and noted found to flow into the primary tubing.